Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the pacing lead exhibited a drop in r-wave values during observation. The lead was removed and replaced. The second pacing lead exhibited a drop in r-wave values within an hour of observation and intermittent t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing lead was explanted and replaced due to a significant drop in r-wave values and two inappropriate shocks for t-wave oversensing (twos). No further patient complications have been reported as a result of this event.